Event description:
The insulin pump was received with a broken case underneath overlay, cracked overlay, scratched overlay and cracked case at luer lock area. The device had missing segments due to open heat bond of zebra connector short side on display screen. The insulin pump had an e-01 alarm due to leaky c1 on mb.tkn. No blood glucose was given. Nothing further was reported.10

Manufacturer narrative:
The insulin pump was received with a broken case underneath overlay, cracked overlay, scratched overlay and cracked case at luer lock area. The device had missing segments due to open heat bond of zebra connector short side on display screen. The insulin pump had an e-01 alarm due to leaky c1 on mb.tkn.